Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a patient, initial left knee implanted on (B)(6) 2017, who was revised on (B)(6) 2020, underwent a second revision procedure on (B)(6) 2023, approximately 2 years 10 months post the first revision procedure. The plaintiff continued to experience pain in his left knee and proceeded with a re-revision surgery to remove the implant. The polyethylene liner prematurely degraded, and the plaintiff endured revision surgeries and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct and proximate result of the defective nature of the defendants¿ optetrak devices, the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and nonmedical sequelae. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00684. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."